Event description:
It was reported that the implantable pulse generator (ipg) was not providing adequate pain relief and the patient had difficulty keeping the ipg charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.